Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl at the time of incident. The customer¿s current blood glucose value was 112 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported programming is accurate. Troubleshooting was successfully performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.